Event description:
Customer reported that she had unexplained high blood glucose. Paramedics were called and customer was taken to the hospital. The blood glucose reading was over 900 mg/dl when paramedics arrived. Customer reported that she had a cataract surgery, her eyes were swelling and was not able to read the insulin pump led to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.